Manufacturer narrative:
The customer reports that the cns (central monitoring system) had to be rebooted because it froze. Now the cns will not print to the laser printer. All other functions are normal. Printer is on the hospital network, possibly on print server. Advised customer this is not the standard installation of our printer. Waiting for the cns log file from the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) had to be rebooted because it froze. Now the cns will not print to the laser printer. All other functions are normal. Printer is on the hospital network, possibly on print server. Advised customer this is not the standard installation of our printer. Waiting for the cns log file from the customer.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) had to be rebooted because it froze. Now the cns will not print to the laser printer. All other functions are normal. Printer is on the hospital network, possibly on print server. Advised customer this is not the standard installation of our printer. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.